Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by a customer from advent health castle rock had reported concerns about the dullness of drain 043610 and had asked about sharper alternative options. The customer, who was the spine/neuro coordinator at castle rock, had hoped to meet to review different drain options for one of their spine physicians. They explained that the doctor had been using the bd reference number 0043610, but the had been struggling to perforate the skin with it. They preferred using medline 10fr 1/8" drains, with part number dynjwe402.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because a review of the label could not have prevented this issue a DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by a customer that they had reported concerns about the dullness of drain 043610 and had asked about sharper alternative options. The customer, who was the spine/neuro coordinator, had hoped to meet to review different drain options for one of their spine physicians. They explained that the doctor had been using the bd reference number 0043610, but the had been struggling to perforate the skin with it. They preferred using 10fr 1/8" drains, with part number dynjwe402.